Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a bacterial infection at the implant site. Reportedly the issue was triggered by an external trauma to the implant site. Therefore it seems likely, that the observed infection was a medical consequence of the reported event. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Mechanical damages found during investigation are related to the removal surgery. This is a final report.

Event description:
Reportedly from time to time, after a previous trauma, the skin above the implant was red and inflamed. A biofilm like tissue was found under and above the device. The device was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly from time to time, after a previous trauma, the skin above the implant was red and inflamed. A biofilm like tissue was found under and above the device. The device was explanted.